Manufacturer narrative:
The sleep medicine program manager reported that the jb-110a head box was overheating and causing studies to stall for the psg-1100a. The night tech told the caller that "the headbox in room 5 has been acting funny. For a couple nights the plug has not been staying in the box very well. Also, when it was initially plugged in, it lights up then goes dark. However, randomly in the middle of the night, it is all lit up and then off for no apparent reason. Also, this am, when I went into my patient's room to take him down, the box was extremely warm to the touch. It is not normally like that." No patient harm reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with additional complaint details, but they did not provide patient information. Concomitant medical device: the following device(s) were being used in conjunction with the psg-1100a. Head box model: jb-110a, sn: (B)(4), device manufacturer date: 02/12/2021, approximate age of device: 5 months, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The sleep medicine program manager reported that the jb-110a head box was overheating and causing studies to stall for the psg-1100a. The night tech told the caller that "the headbox in room 5 has been acting funny. For a couple nights the plug has not been staying in the box very well. Also, when it was initially plugged in, it lights up then goes dark. However, randomly in the middle of the night, it is all lit up and then off for no apparent reason. Also, this am, when I went into my patient's room to take him down, the box was extremely warm to the touch. It is not normally like that." No patient harm reported.